Event description:
It was reported that the keypad button presses did not activate desired pump functions. The reporter claimed the down arrow keypad required additional presses with more force to respond. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2015 with the following findings: during a visual inspection of the keypad, it was noted that all of the buttons were worn. All of the buttons on the keypad were intermittently responsive. The keypad cover was removed and all of the button contacts had contamination underneath them. Unrelated to the original complaint it was noted that the display was dim and discolored when powered on.